Event description:
This procedure was performed (B)(6) without a date of event, but was reported by the technical service department in (B)(6).the radiofrequency generator did not recognize the catheter. The patient was already anesthetized with tumescent when they observed the issue. The procedure was then aborted.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
Evaluation of the returned generator found no defect during unit evaluation.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.